Event description:
The home pt (hp) reported being overfilled with fluid while using the homechoice cycler for apd therapy. The hp had received a "caution:neg uf" alarm during apd therapy, which indicates that the hp has retained more than the allowable percentage of the programmed fill volume in either the current cycle or over the course of several cycles. The hp bypassed the "caution: neg uf" alarm, which advanced the cycler from drain into the next fill phase. The hp received the programmed fill volume of 2400mls and then felt overfilled. The hp contacted baxter operational support and was bypassed into the drain phase, at which time, she removed 5196mls of fluid. The hp continued apd therapy to completion with no further difficulties and there was no pt injury or medical intervention.

Manufacturer narrative:
Baxter quality assurance investigation has identified no device failure or malfunction. No device evaluation was requested and the hp continues to use the homechoice cycler for apd therapy. The hp inappropriately bypassed a "caution: neg uf" alarm, causing an incomplete drain followed by a full fill resulting in an overfill of solution. As a result of this incident, proper procedure has been reviewed with the hp. The homechoice pt at-home guide states the following info: "caution: negative uf, cause: you have retained more than the allowable percentage of the programmed fill volume in either the current cycler or over the course of several cycles. The allowable percentage is 50% (except in the low fill mode where it is adjustable from 20% to 60%). This is a manual restart alarm. Steps to correct the alarm: press stop to mute the alarm. Check total uf as described below. Change your position. Press go to return to the therapy. If you keep getting this alarm, contact your dialysis center. Do not bypass this alarm except on your dialysis center's advise. This alarm can be bypassed only once. Bypass procedure is on page 8.16. Warning: inappropriately bypassing a caution: negative uf alarm could leave fluid in the peritoneum and result in an overfill of solution. Refer to page 8.20 if an overfill is suspected."